Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. Update: d4 additional information: gtin.

Event description:
Per the account, the tablet did not indicate a wound pack was still present, which could lead to a sponge being retained. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Event description:
Per the account, the tablet did not indicate a wound pack was still present, which could lead to a sponge being retained. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.